Event description:
The pt bent over to pick up a golf ball and heard a snap. The posterior part of the femoral knee snapped at the posterior part of the chamber and the tibial insert is also worn. The pt is in good condition.